Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days following the implant procedure, the patient presented feeling weak. The following day, the patient had a pericardiocentesis. According to the physician, the computerized tomography (CT) scan showed a likely perforation with the left ventricular (lv) lead. It was noted there was tamponade from the perforation and the lv pacing threshold had risen. The patient had the tamponade drained; the lv lead was removed and a pin plug was inserted into the device. The patient required a stay in the intensive care unit and was doing well the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.